Manufacturer narrative:
(B)(4). Batch # r92d43. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Also, there were no alert screens displayed at any time during testing. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and there was a cracked internal component; the y-link. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, after 3 hours of the device functioning, it showed a notification ¿indication: error replacement of tool.¿ the generator was unplugged and changed to a different plug, and the device was reconnected. The device was withdrawn and a new device was given. Patient consequence was not reported.